Event description:
Nurse went to activate safety mechanism and the part that covers the tip of the needle fell off. Nurse went to put needle into sharps collector and had to switch hands to drop needle in and was stuck. Nurse cleaned site and reported to the hosp osha panel.